Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. Cultures were taken. A temporary pacemaker was placed as the patient is pacemaker dependent. A leadless implantable pulse generator (ipg) was implanted two days later. No further patient complications have been reported as a result of this event.